Event description:
The biomedical engineer reported that during the functional testing of the external pulse generator (epg), it was observed that the pacing rate remained fixed and was unable to be adjusted. It was further reported that the issue was likely due to a crack in the base of the rate control knob; therefore, when the knob was replaced, the rate adjusted as expected. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.